Manufacturer narrative:
(B)(4). Date sent: 10/10/2023 mwr-07082023-0001457508 report submission due date: 11/4/2023.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2023. D4: batch # 920a66. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device (a) was returned with no apparent damage with a gst60g reload present. Additionally, the reload was received with the right side fully fired, the left side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 920a66, and no non-conformances were identified.

Event description:
It was reported that during an laparoscopic sleeve gastrectomy procedure that on the second firing using a green reload with seamguard. Only one row of staples deployed on the patient side, the row to the left. The surgeon was able to fire a new load slightly medial to that staple line. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2023. Batch # unk. A manufacturing record evaluation was performed for the finished plee60a with lot/batch number x94j8z, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2023.